Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, the physician was unable to gain sensing and pacing from the right ventricular (rv) lead. The physician elected to remove and replace the lead to complete the operation. No patient complications have been reported as a result of this event.